Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly due to noisy motor.lvp lifted keypad recall completed. The probable root cause of the reported issue was due to the mechanical failure of the noisy mechanism assy. A review of the device history record showed the device had a manufacture date of 30jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had a noisy motor/failed led test. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had a noisy motor/failed led test. There was no patient involvement.